Manufacturer narrative:
(B)(4). Date initial report sent:(B)(6) 2010.

Event description:
Procedure type: hernia. According to the reporter: it was impossible to insufflate air into the balloon. There was no report of additional bleeding, or extended operating room time. There was no tissue damage. No patient injury was reported.